Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Although some instances of alert 65 were annunciated in the engineering logs, this alert was inactive on the reported event date. Alert 65 is not associated with insulin delivery. Device data confirmed hypoglycemia on the reported event date following a usual for me lunch meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user failing to eat enough carbohydrates for their meal announcement, as they do not remember eating lunch. The user's inconsistent use of the meal announcement feature may have contributed to maladaptation of the dose and therefore contributed to the severity of the event.

Event description:
On 9/30/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user's daughter about the event. The user's daughter found them unconscious and administered a glucagon pen to revive them. The user has a history of low bg but had not previously required assistance. The dexcom g7 continuous glucose monitor (cgm) was reading "low" (<40 mg/dl), and the user had not been consistently announcing meals over the past three days. The ilet administered corrections for a glucose spike and a lunch announcement, though the user did not recall eating. Alcohol use, noted as a factor, may have contributed to the event, as the user has a history of alcohol abuse. Ems was not called, and the user did not seek professional medical intervention. After the glucagon administration, the user's blood glucose was elevated due to the treatment and food intake, but their daughter continued to monitor their condition.